Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2008, multi gravida, parity 4 (date of births: (B)(6)), colposcopy, menarche, smoker, cholelithiasis, uterine bleeding and procedural bleeding. There has been no nausea, vomiting, dark urine, nor light stools. No other intracolonic abnormalities, no bleeding or stigmata of bleeding. Patient denies pain or odor in that area. Patient denies any weakness or numbness in her legs, denies any history of bowel or bladder problems, denies any symptoms of urinary tract infection including burning with urination, urinary frequency or pelvic pain. Patient denies any trauma. Patient does not feel depressed. She does not feel hopeless. She denies any thoughts of suicide or any plans of action. She denies any fever. Previously administered products included for an unreported indication: implanon. Concurrent conditions included stomach pain, abscess, bloating, shoulder pain, vaginitis, insomnia, gastroesophageal reflux disease, allergic rhinitis, constipation, itching and sore throat. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as citalopram, ibuprofen, loratadine and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("severe back pain/ back pain (aching)") and migraine ("migraines/ throbbing headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ menstrual pain (cramping)"). In 2011, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"), depression ("depression") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, abdominal pain, depression, dyspareunia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: she had not claimed allergic to nickel or any other component of essure, she had not claimed experience a hypersensitivity reaction to nickel or any other component of essure. She had not claimed essure caused or aggravated any psychiatric and/or psychological conditions. She had not essure worsened a previously existing injury/condition. Mr- patient tolerated insertion procedure well. Patient tolerated hysterosalpingogram procedure well. On (B)(6) 2009 : hysterosalpingogram : question artifact versus minimal contrast extension distal to the right-sided essure device. It is favored that this represents artifact as it was questionable present before contrast injection however, repeat evaluation is recommended after short term follow up to confirm tubal occlusion. On (B)(6) 2009 : hysterosalpingography : no evidence of contrast entrance into either fallopian tube or intraperitoneal spill, normal appearance of the uterine cavity. On (B)(6) 2009, (B)(6) 2009, hsg, both tubes blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Human chorionic gonadotropin on (B)(6) 2012: results: negative. Hysterosalpingogram on (B)(6) 2009: result: right-sided essure device. It is favored that this represents artifact as it was questionable present before contrast injection. However, repeat evaluation is recommended after short term follow up to confirm tubal occlusion.; on (B)(6) 2009: results: bilaterally obstructed fallopian tubes. Impression: no evidence of contrast entrance into either fallopian tube or intraperitoneal spill. Normal appearance of the uterine cavity. (As per mr). Ultrasound pelvis on (B)(6) 2011: normal uterus with proliferated endometrium pattern and essure devices x 2 ,normal ovaries. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-dec-2020: fu 8 & 9 process together. Case become incident as removal details surgery information and date of removal were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2008, multi gravida, parity 4 (date of births: (B)(6) 1998 , (B)(6) 2001, (B)(6) 2007, (B)(6) 2008.), colposcopy, menarche, smoker, cholelithiasis, uterine bleeding and procedural bleeding. There has been no nausea, vomiting, dark urine, nor light stools. No other intracolonic abnormalities, no bleeding or stigmata of bleeding. Patient denies pain or odor in that area. Patient denies any weakness or numbness in her legs, denies any history of bowel or bladder problems, denies any symptoms of urinary tract infection including burning with urination, urinary frequency or pelvic pain patient denies any trauma patient does not feel depressed she does not feel hopeless she denies any thoughts of suicide or any plans of action. She denies any fever. Previously administered products included for an unreported indication: implanon. Concurrent conditions included stomach pain, abscess, bloating, shoulder pain, vaginitis, insomnia, gastroesophageal reflux disease, allergic rhinitis, constipation, itching and sore throat. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as citalopram, ibuprofen, loratadine and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("severe back pain/ back pain (aching)") and migraine ("migraines/ throbbing headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ menstrual pain (cramping)"). In 2011, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain"), depression ("depression") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, abdominal pain, depression, dyspareunia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: she had not claimed allergic to nickel or any other component of essure, she had not claimed experience a hypersensitivity reaction to nickel or any other component of essure. She had not claimed essure caused or aggravated any psychiatric and/or psychological conditions.she had not essure worsened a previously existing injury/condition. Mr- patient tolerated insertion procedure well. Patient tolerated hysterosalpingogram procedure well. (B)(6) 2009 : hysterosalpingogram : question artifact versus minimal contrast extension distal to the right-sided essure device. It is favored that this represents artifact as it was questionable present before contrast injection however, repeat evaluation is recommended after short term follow up to confirm tubal occlusion. (B)(6) 2009 : hysterosalpingography : no evidence of contrast entrance into either fallopian tube or intraperitoneal spill, normal appearance of the uterine cavity. (B)(6) 2009, (B)(6) 2009, hsg, both tubes blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: result :- right-sided essure device. It is favored that this represents artifact as it was questionable present before contrast injection. However, repeat evaluation is recommended after short term follow up to confirm tubal occlusion.; on (B)(6) 2009: results: bilaterally obstructed fallopian tubes. Impression: 1. No evidence of contrast entrance into either fallopian tube or intraperitoneal spill. 2. Normal appearance of the uterine cavity. (As per mr). Ultrasound pelvis - on (B)(6) 2011: normal uterus with proliferated endometrium pattern and essure devices x 2 ,normal ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.